Event description:
It was reported that during implant attempt, the doctor could not place a stylet to the tip of the lead, and therefore could not position the lead in an appropriate location. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the doctor could not place the stylet to the tip of the lead, and therefore could not position the lead in an appropriate location. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.